Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: e1 error code probable root cause: front board u10 failure touch screen main board jaw assembly power supply leds tilting light pipe fans ac inlet board ac inlet filter button rod chassis workmanship inadequate air flow inadequate calibration use errors the reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.